Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time. Additional information was requested.

Manufacturer narrative:
(B)(4). The analysis results found that the device was returned in good visual condition. In an attempt to replicate the reported incident, the device was tested for functionality. Upon testing, the device ejected three non-consecutive clips; the remaining clips were fed and properly formed.

Event description:
It was reported that during a cardio thoracic procedure, the clips were either advancing completely out of the jaws of the device or they were partially out of the jaws. The legs of the open clips were beyond the jaws. They continued to use the device to complete the procedure. They clips that were applied were formed properly. There was no patient impact.